Event description:
Pursuant to info rec'd from the physician, she had problems with two fibrel kits on the same day. The syringe broke on the first kit and the gelatin powder did not mix correctly in the second kit. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.